Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 360 mg/dl. Customer experienced diabetic ketoacidosis, vomiting and treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 218 mg/dl. Customer was admitted to the hospital on august 24, 2018 due to high blood glucose levels. The insulin pump will not be returned for analysis.